Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible intermittent atrial lead undersensing on stored electrograms of atrial arrhythmia episodes. It was noted that the undersensing may have prevented the device from staying in mode switch. The lead remains in use. No patient complications have been reported as a result of this event.